Event description:
The customer from france reported that she obtained blood glucose readings of 74 mg/dl and 500 mg/dl with the contour next meter. There was no allegation of an adverse event. The customer was advised to return the device for evaluation. A replacement meter kit was sent to the customer.

Manufacturer narrative:
The patient/family was the initial reporter , so personal information was not entered. No information was captured as the customer's age and weight were not provided. The model # was not provided.

Manufacturer narrative:
The customer did not return the suspected device for evaluation. Lot # 2gpef91a captured in section d4 of the initial report is invalid, therefore, an in-house testing could not be performed with retained samples.